Event description:
A pt reported experiencing inaccurate erratic results with a ot basic meter. The pt's blood glucose results were 110.0mmol, 4.0mmol. Tests were done within 20 mins with a difference of 83%. Pt did not experience any adverse events. No further info has been reported.